Manufacturer narrative:
The affected device was tested onsite by dräger service and the log file was secured for analysis. On (B)(6) 2022 at 04:26 am it was found that the ventilation unit performed a warmstart due to a detected internal deviation on the pcb m16.2. After the warmstart the device alarmed the alarm message "ventilation unit restarted", the temporary deviation was solved, and ventilation continued. The affected pcb m16.2 was replaced. After replacement the device passed a test according to specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local warmstart of the ventilation unit would be triggered. A warmstart sequence of the ventilation unit may last up to 8 seconds. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. After successful completion of the warmstart, the device will resume the ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during a case the device made a loud popping sound and displayed the message ventilator restarted. There was no patient injury reported.